Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 421 mg/dl. The customer experienced a no delivery alarm on their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion sets. The customer does not want to return the sets back for analysis. The customer was shipped new sets and a quick serter. No further information was provided.